Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent, abdominal pain, and drainage being an orange/yellowish color coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the event. On the day of onset, the patient was treated with vancomycin 2 grams one time dose intraperitoneally and gentamycin 80 milligrams one time dose intraperitoneally for the peritonitis. Following the one time antibiotic doses; those treatments were discontinued. On an unknown date during the hospitalization, the patient was treated with gentamycin 60 milligrams every forty-eight hours intraperitoneally (duration not reported) for the peritonitis. Five days after onset, the gentamycin antibiotic therapy was discontinued. Five days after onset, the patient began treatment with cipro 500 milligrams orally once daily for ten days for the peritonitis event. Antibiotic therapy with cipro was reported to be ongoing. Hospitalization was reported to be ongoing. Dianeal therapies were ongoing. The patient was recovering from the event. Additional information was requested but is not available. This is report 3 of 3.